Manufacturer narrative:
(B)(4). Date sent: 8/8/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable additional information requested and received: the load did not close during the stomach stapling. Were the jaws of the device able to be closed? No. Did the cartridge fall out of the jaws? No did the device staple? If the device stapled what was the appearance of the deployed staples (b-formation, irregular)? If the device stapled was there staples missing from the staple line? No. Did the device cut? No. If the device cut was the cut line complete? Yes.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastroplasty procedure, the load did not close during the stomach stapling. The patient is fine and the device did not stay into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53d7g. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The event could not be confirmed as no instrument was returned for analysis.